Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown / not provided, sex/gender: unknown / not provided. (B)(6). (B)(4). The laser machine was examined and tested at the customer location by an jjsv field service engineer (fse). The fse replaced the galvo block following the reported y2 galvo issue. The fse performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that treatment resulted in an abnormal flap and the procedure had to be cancelled. Through follow-up we learned that the flap was cut with a bad pattern caused by a faulty galvo. The side cut was completed but with a rhomboid shape. The surgeon did not attempt to lift the flap and instead a prk (photorefractive keratectomy) was successfully performed one day later. No additional information was provided.